Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 006 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2016 with the following findings: a review of the black box data showed no evidence of a call service 006 alarm. During testing, the pump emitted a call service 006 alarm. The pump cover was opened and an eeprom failure was found. Unrelated to the complaint, the display was dim and discolored. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.